Event description:
Postoperative patient returned to the service with lowered level of consciousness, which required intubation. He underwent emergency laparotomy and total dehiscence of the descending staple line was identified. The patient is in a serious condition in the ICU, on oti + mv, under sedoanalgesia, using vasoactive drugs (noradrenaline 60ml/h + vasopressin) with a lactate of 67 and acute renal failure. Important metabolic acid with the use of bicarbonate for correction. Patient at the moment with an unfavorable prognosis. Medical report: "I approached a patient who underwent the procedure for the treatment of lesions of lateral growth in ascending and transverse. Primary surgery without complications, with extended right colectomy and primary ileocolic anastomosis using a linear stapler + 1 extra load. Patient is discharged in second stable postoperative day, without complaints. Returns approximately one week later with sensorium lowering, need for orotracheal intubation and exams demonstrating significant renal dysfunction and leukogram deviation. Tomography identifying extensive pneumoperitoneum (not compatible with postoperative period) and free fluid in the cavity was submitted to emergency laparotomy and total dehiscence of the descending staple line was identified, and the anastomosis was exteriorized for ostomy and exhaustive lavage of the cavity due to fecal peritonitis. It is known that colorectal surgeries have a predisposition to anastomotic fistulas in about 10% of the cases in an idiopathic form, but normally, they are smaller fistulas and partially involving the staple/suture lines. In this case, a total dehiscence of the staple line was identified, leading to the belief in material failure. Eutrophic patient, well-nourished, non-diabetic, non-smoker, non-alcoholic, mild anemia in the preoperative period (hb 11.5). This is not the first case in the last 30 days, there have also been other surgeons (dr (B)(6).) In which material failures were identified during the intraoperative period. And all from the same supplier. I recorded the dehiscence by image, sent via what's app to (B)(6). Reported nurse on duty last night in the operating room about such a finding. Patient is critically ill in the ICU, on oti + mv, under sedoanalgesia, using vasoactive drugs (noradrenaline 60ml/h + vasopressin), with lactate of 67 and acute renal failure. Important metabolic acid with the use of bicarbonate for correction. Patient at the moment with an unfavorable prognosis."

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Can the ¿what¿s app¿ images be provided? Who is the supplier of the devices? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? How many days postoperative did the leak occur? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 07/26/2022. Additional information was requested, and the following was received: what were the indications for surgery? Right colectomy to remove benign lesions with malignant potential. What surgical procedure was performed? Right colectomy. Event date: june 8, 2022 responsible surgeon: dr. (B)(6). Material: ethicon linear stapler. Device availability: not collected due to postoperative patient communication can the ¿what¿s app¿ images be provided? The images were requested, and they said that they don¿t have them. Who is the supplier of the devices? Nacional atrial what color setting was selected on the device and what was the sequence of the firings? Blue- linear stapler 75. Standard reload. What anatomical structures was the device fired on? Small intestine (ileo) and large intestine (descending) were other stapling or suturing devices used when creating the anastomosis? No were there any issues experienced with the device in the initial surgical procedure? No was the device difficult to fire? How were the post-operative issues identified? Returns to the emergency department on the 8th post-surgical day with sensorineural lowering, need for orotracheal intubation and exams showing significant renal dysfunction and wbc deviation. Tomography identifying extensive pneumoperitoneum (not compatible with the postoperative period) and free fluid in the cavity how many days postoperative did the leak occur? Patient returned the 8th day. However, due to the severity of the case, the dehiscence occurred earlier, and the day cannot be defined with certainty were there any issues noted with staple formation at any point throughout the care of the patient? In the first surgery not identified problems. On re-approach, the entire staple line was open, as if stapling had not occurred. What is the current patient status? Patient evolved to death attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was an autopsy done? If yes, can the autopsy report be provided? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon tlc75 device caused or contributed to the patient death or were there other contributing patient factors? H11: corrected data = b2, h1, h6.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: was an autopsy done? No. The patient died during the shift in the ICU of the hospital (B)(4). What was the date of the patient death? (B)(6) 2022 at 18:51. Has a cause of death been determined? Septic shock due to fecal peritonitis due to total dehiscence of ileocolic anastomosis does the surgeon believe the ethicon tlc75 device caused or contributed to the patient death or were there other contributing patient factors? Surgeon's response: yes, I believe. Nourished patient, without diabetes, without obesity, non-smoker, with oncological condition already resolved for more than 1 year, adequate preoperative exams. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? We understand that all information was provided by the hmc care team and the responsible physician, for this reason we do not agree with this suggested moment.